Event description:
Additional information received from the hcp reported that the cause of the event was uncertain. There were no abnormal impedance measurements. The event was not due to the lead or programmer. The implant was removed, and the removal was completely normal. There was no fluid around the lead or battery, and the pain was not related to the implant site. The patient did not require hospitalization and there was no patient injury. The date of explant was not provided.

Event description:
It was reported that the pt experienced an intermittent shocking or jolting sensation at the implantable neurostimulator (ins) location. The sensation occurred even after the device was turned off, and was described as "a sharp pain like sitting on a nail." An impedance check saw no problem with the sys or device. When the pt shifted in her chair to the side where the implant was the pt felt a sharp pain. Pt outcome was unk. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4) .